Event description:
The case is occurred outsode of the us, in canada. A canadian clinic had informed us on march 15, 2023, of an adverse event following a dermal fillers treatment on (B)(6) 2023, involving an rha 2 (0.5 ml) and a teosyal kiss (0.3 ml) in a female patient treated in both the upper and lower lips. Following treatment, the patient presented with immediate sever edema on the lips. Therefore, the practitioner suspected the adverse event as either hypersensitivity or a possible angioedema reaction. On the same day, as a treatment the patient received anti-inflammatory (glucocorticoids; prednisone 50 mg once a day for 5 days). Following the corrective action, the patient was recovering properly.

Manufacturer narrative:
Clinical assessment revealed that in some patients a hypersensitivity reaction may develop due to an ige-mediated immune response of the body to the injected product (type I hypersensitivity reaction). This may occur after initial or repeated exposure and result in the edema, erythema, pain, and itching characteristic of an allergic response. Regarding angioedema, some authors believe that most angioedema cases are due to physical urticaria or hereditary or acquired angioedema, respectively triggered by mild trauma, rather than ig-e-mediated histamine release. Nonetheless, in rare cases, ig-e-mediated antibody response to the disinfection agent (e.g., chlorhexidine) is possible. Treatment depends on the severity, but if there is no spontaneous resolution, anti-inflammatory intake is recommended. The risk of such adverse events is mentioned in the instructions for use of teosyal products.